Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system display exhibited twitching across the screen, displaying multiple colors. A field service engineer reconnected all cables, and upon restarting the device, the flickering issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system screen was unclear and difficult to read. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.